Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported a gel leak caused a burn on her back. The patient reported small open blisters present. The patient was prescribed silverdene cream by a medical professional. Follow up indicated the irritation improved.